Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 383059 lead, implanted: (B)(6) 2007. Product event summary: the full lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead was extrinsically over-rotated. It was also noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and high rate nsvt (non-sustained ventricular tachycardia) that appeared to be noise. A possible lead fracture was suspected. The lead was capped and replaced. Additionally, it was reported that during the lead revision procedure a new rv lead was attempted to be implanted but the helix would not retract. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.